Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the physician noted blood oozing out of the right ventricular lead. No insulation break was noted. A new lead was implanted instead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported event was for blood oozing out. As received, a complete lead was returned in one piece. Electrical testing found no anomalies and visual inspection of the lead noted blood in the inner lumen characteristic of implant procedures. No anomalies were found on the lead.